Manufacturer narrative:
The pump passed the self test, sleep current measurement and active current measurement. Pump error 37 alarm during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 37 alarm. The thump and carelink software were utilized and downloaded trace/history files properly. On the primary svn#: 000322200155, event date of (B)(6) 2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 1.175 u and dailytotalofbolusinsulindelivered = 4.05 u which is equal to the dailytotalofallinsulindelivered = 5.225 u. In further review of the formatted history file found multiple pump error 37 alarm on (B)(6) 2026 from 03:48:22.000 until 09:20:08.000. Pump was cut open to perform visual inspection and found no evidence of moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3 mv). However, the motor gearbox is unscrewed. Swapping out test motor confirms pump error 37 alarm is isolated to the motor assembly. The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs. Customer alleged for pump error 37 alarm was confirmed in the pump history and during the rewind test due to motor gearbox unscrewed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) and unable to rewind the pump. Blood glucose value at the time of event was 407 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed for high blood glucose. The customer was experienced high blood glucose for 5 hours. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for pump error and indicated that the pump detected a possible problem with the motor and unable to rewind the pump. No further patient complications were reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.